Manufacturer narrative:
The patient remained ongoing on vad support with the use of an ungrounded patient cable for power module support. The reported low speed events were confirmed via the submitted system controller log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. Approximately 18 inch segment of driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient handbook contains a section on caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 9 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the low speed advisory alarms were observed in the patient's system controller history file. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log files, and low speed events were confirmed. Review of the submitted x-rays showed an area of possible concern. A distal end percutaneous lead (driveline) replacement was subsequently performed by the manufacturer's technical services representatives. After the repair, the patient was placed back on a grounded patient cable and it was reported that alarms reoccurred. The patient will remain on an ungrounded cable or batteries. The clinicians are working on a treatment plan for the patient. The patient remains ongoing on vad support and no further issues have been reported at this time.

Manufacturer narrative:
Investigation conclusion: the reported low speed events were confirmed via the submitted system controller log file. The submitted log file contained approximately 4 days of data, spanning from 9/2/2018 at 4:27 to 9/6/2018 at 8:18, and captured the device operating as intended until 8:13 on 9/6 when multiple consecutive low speeds were captured while the system was operating on the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on (B)(6) 2018 under work order 00052715. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The hm ii lvas IFU and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: following the repair, the patient was placed back on a grounded patient cable and incurred pump stop alarms associated with movement. The patient continued to have alarms until they were placed on an ungrounded patient cable and/or battery power. The patient remained ongoing on vad-59766 until they underwent a pump exchange on (B)(6) 2018. The account communicated that the vad would not be returned for evaluation. The patient will be listed for transplant once they are five years cancer free.

Event description:
Additional information was receive indicating the patient pump was exchanged on (B)(6) 2018.